Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please provide more details of ¿stapler misfired¿? Staples ejected but did not engage tissue properly. 2. Did the device cut? Unsure 3. If the device cut, was the cut line complete? Unsusre 4. Were the cut line and staple lines equal? Unsure 5. Was the device fired across a staple line? Unsure 6. Did the reload lock out and would not work? Unsure 7. Did the reload begin to staple and cut, but then jammed? No 8. Did the device staple, but there was no cut line? Yes, but staples did not fire appropriately. 9. If the device cut and stapled, were there any staples missing from the staple line? Unsure 10. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Unsure 11. How was the procedure completed? An additional 5cm of bowel was removed. Additional stapler opened and used. 12. Could you please clarify if there were any patient consequences? Yes, additional 5cm bowel removed.

Event description:
It was reported that there was a production malfunction. The stapler misfired and staples ejected but did not engage tissue properly. An additional five centimetres of tissue had to be removed. No additional information.